Event description:
Report 2 of 2. It was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 5 photos for investigation. Evaluation of the photos indicated a satisfactory draw level. Sufficient volume for citrate tubes is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® 9nc 0.129m plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 5 photos for investigation. Evaluation of the photos indicated a satisfactory draw level. Sufficient volume for citrate tubes is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.